Event description:
Boston scientific received information that shortly after the implant of this right ventricular lead, high pacing impedances greater than 200 ohms were noted along with increased thresholds and a drop in r wave intrinsic amplitude. A dislodgment was suspected as the cause of the lead issue. A procedure was performed to successfully reposition the rv lead. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.